Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of covid-19 infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the cheeks with 1.0 cc of juvéderm voluma® xc. The patient contracted covid-19 a couple of weeks later and was quarantined. The patient developed ¿inflammatory nodules and swelling¿ at the injection a month post-injection. The patient had a ¿similar reaction¿ to a previous injection of juvéderm voluma® xc.